Event description:
The patient had a sodium bicarb drip that was started via bd alaris pump at the correct, ordered rate. The rn noted that the pump was alarming saying, "air-in-line" and when the nurse went to investigate she noticed that the entire bag was empty. The rn double checked that the pump was set to the correct rate but it appears that the pump malfunctioned and delivered what was essentially a 1l bolus of the medication. Of note, this was one of three similar events submitted within 60 hours at our same facility. I have submitted medwatch events for those as well. FDA safety report ID# (B)(4).